Event description:
In this case, it was reported via the implant patient registry that the valve was explanted at implant. The reason for explant is unknown. No additional information was provided.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in progress. Notation on the implantation data card returned by the hospital states "removed". No additional information included. Unknown if device is available for return and evaluation. No information provided as to reason for explant.

Manufacturer narrative:
Based on the follow-up with the health-care provider, the reason for the explant at implant was due to sizing issue. The patient was not taken off cardiopulmonary bypass prior to device removal. Per the operative report, looking at the sizer and looking at the annular dimension as it appears, it will accommodate a 19mm pericardial valve. Based on this, 12 sutures were placed around the annulus and an attempt was made to seat the subject valve. In this process, there was a great difficulty getting the valve into the annulus and getting it clear the sinotubular junction. This process the aortic wall tends to tear. Based on this, it was felt best to abandon this and do a classic root enlargement despite her age of (B)(6) years. Sutures were cut and the old valve was removed and discarded due to the fact that it was somewhat distorted. A classic root enlargement was then carried out using a patch. The annulus was then incised and easily accepted a 19mm magna edwards valve, which was then seated in position with approximately 15 sutures. Seating was without problem. Dressing were applied and the patient was transferred to the unit stable. Unfortunately, the subject device was discarded, and therefore, the subject device cannot be assessed in any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.